Manufacturer narrative:
Product ID 3889-28, lot# va0uz82, implanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) had not helped and she knew this going in. After follow-up with the health care professional (hcp), it was reported that there was improvement with the test stim. The left was placed by the or frame and worked for approximately one month. There was an increase in urgency. The impedance measurements were normal. They were planning to replace on the right side. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.